Event description:
It was reported that the physician was performing a case in a heavily calcified and occluded rca. The microcatheter was inserted once into the patient's body and while torquing the proximal hub became detached. The physician had to remove both the microcatheter and the guidewire as a unit. A new microcatheter and guidewire were used and the procedure was successfully completed. It was further reported that the physician believed he may have over torqued the microcatheter. It was reported that the patient was discharged as expected. There was no report of adverse events due to this incident. This is being reported as a notification only. It is volcano's policy to report all cases where a potential volcano device causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The complaint device was not returned to the manufacturer for examination. The microcatheter was discarded by the hospital and the lot number was not noted; therefore, date of manufacture or date of expiration are not available. A search was performed for all microcatheter lot numbers of the same model shipped to this hospital for a period of 6 months prior to the date of occurrence. The search indicated a total of two (2) lots were shipped within that time frame. Review of the manufacturer's complaints database indicate that no other complaints have been reported for these lots. There is no significant trend for the lot shipped to this customer. The manufacturing documentation for the identified two (2) lots shipped to this hospital were reviewed and the released devices met all quality and manufacturing release criteria. No further action is required.